Event description:
Hcp reported patient with drug infusion system is being admitted to the hospital for possible csf infection. The implant duration of the pump and intrathecal catheter is approximately 45 months. Hcp was considering accessing the catheter access port to obtain a csf sample for further diagnostic testing. The patient is being treated with intrathecal lioresal for intractable spasticity post spinal cord injury. Further interventions, troubleshooting as well as final patient outcome and lab results were not available at the time of this report. A follow up report will be sent when new information is received.